Manufacturer narrative:
To date, the device has not been returned for evaluation. A review of the device history records and inspection records was conducted and no nonconformance or deviations were noted. If the device is returned for evaluation, a follow-up report will be completed.

Event description:
A (B)(6) year old child under general anesthesia with orotracheal intubation to perform bone biopsy on the left fêmur. During procedure, the need holder broke and it was necessary after many efforts to withdraw the needle with surgical plier. The patient had hematoma in the left thigh. After needle removal was performed bandaging and local bandaging. The patient stayed for 8 hour under medical observation.